Manufacturer narrative:
Document review performed by manufacturer on march 13, 2018. Batch released on date: (B)(6) 2017 n. Of pieces released: (B)(6). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. No similar events on this lot. Conclusions: there aren't non conformity elements in the document review. On (B)(6) 2018 the manufacturer reported: looking at the picture the laser welding of the plaque assembly failed. This is an isolated event. We suppose that the problem is caused by a defect during the laser welding process. Visual inspection performed on (B)(6) 2018 by (B)(6) manager: it is evaluated that the button used to fix the cardan joint to the cup impactor body is missed. Probably during the usage the welding part that connect the button to the body has been broken. This analysis has been conducted also using the images attached to the complaint.

Event description:
During the shell impaction the impactor locking mechanism broke. Surgeon switched to straight impactor.